Event description:
The customer contacted global technical services (gts) regarding a system error 1004 that appeared on the home choice (hc) during set up; the patient was not connected. The home patient (hp) stated that one of the bags on a white clamp line had disconnected and solution was all over. On (B)(6) 2012 product surveillance contacted the hp regarding this event. The hp stated that her cassette became disconnected from the heater bag. She stated that she did not notice any abnormalities with the connection on the bag or the cassette. There were no samples available and she did not recall the lot numbers. She stated that she has been doing manual therapy for the past few days because she required a new machine as solution had leaked into the original machine. The hp stated she would begin therapy on her new machine that day. There was no patient injury or medical intervention reported. Therapy has been going well since, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.